Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had replaced battery now alarms and failed battery test alarm. The customer¿s blood glucose 5.4 mmol/l. Customer did not received low battery alert prior to replaced battery now alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected insert battery alerts, power loss alarms or failed battery test alarms noted during testing. Low battery alerts and replace battery alerts due to j6 connector resistance issue. Unit passed displacement test, sleep current measurement, active current measurement and self test.